Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer addressed alarm and resumed insulin delivery. Customer's blood glucose was greater than 400 mg/dl. Customer reported using afreeza insulin. Tandem customer technical support informed customer that afreeza is off label per the user guide.